Event description:
It was reported that prior to starting a da vinci surgical procedure, the staff reportedly observed a misaligned, bent jaw with a broken wire on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument conductor wires were intact and undamaged, but the drive cable was frayed. The pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.